Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test. Unable to prime due to loose drive support disk. Unit passed the displacement test.

Event description:
It was reported that the insulin pump had reoccurring motor error alarm. During bolus. Nothing further was reported.